Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The evaluation found: the rubber parts peeled on rear cover packing, the charged-coupled device was rusty inside, failed leak test on camera head connector, and faded label on rear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 4k autoclavable camera head had no picture. The reported issue was found during reprocessing. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to a cable failure and the image was not displayed. We presume that cable failure occurred due to flood penetrated from the broken part of the camera head connector. The event can be detected/prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result". Olympus will continue to monitor field performance for this device.